Manufacturer narrative:
The initial complaint was resolved by replacing the psu to scu cable. This cable was returned for analysis and it was found that the lemo connector was broken free of the right angle connection. The pins were bent and twisted so much so that it was unable to test the functionality of the cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the localizer would not connect. The issue appeared regardless of how many times the system was restarted. It was confirmed that it was not the camera chain. The connectors were reseated on the polaris spectra system control unit (scu) to ensure they were fully seated. The positioning sensor unit (psu) did not have any faults. The issue was resolved by borrowing a cord from another machine. There was no patient present at the time of the event.